Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. This document represents our final report.

Event description:
Lap. Mesh surgery- ipom technique - "camera trocar: trocar mentioned above: after skin incision near the left costal arch in the medioclavicular line the trocar was positioned under view. After establishing pneumoperitoneum a 5mm disposable trocar in the left lower abdomen and an 11mm trocar inserted under view. Intraoperative everything seemed to be correctly. At the 2. Post-operative day the patient got an acute abdomen. During the re-laparoscopy: proof of a small bowel lesion of the jejunum at the treitz-ligament; several recurrent procedures followed." Type of intervention : several recurrent procedures. Patient status: life-dangerous.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.